Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch # 297c66. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows an open surgery and the shaft of an anvil can be seen between tissue. The second photo shows a close up of the anvil inside the tissue and appears to be formed staples , however in the photo cannot be seen a cut on the tissue. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number 297c66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/5/2023 d4 batch # photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy when using the circular stapler 29 it fired, releasing the staples that had not formed and the tissue was not cut, making it necessary to use another circular stapler 29, there was no harm to the patient. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.